Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 309328, lot# 0209329800, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare provider (hcp) reported that a patient implanted for intractable urinary voiding dysfunctions had their system explanted due to a return of incontinence and no efficacy. The cause was noted to be unknown. The patient was given botox after the explant and the issue was noted to be resolved. The indication for use was for sacral nerve stimulation.

Event description:
The patient had a return of incontinence on (B)(6) 2016.